Event description:
Litigation papers allege patient began suffering pain. It is also alleged his hip pain continued to worsen considerably and significantly impaired his ability to walk and even work. It is also alleged, this, combined with patients increased metal ion levels, required patient to undergo multiple hip revision surgeries.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.